Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a blank area on the main display. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of a colleague infusion pump with a blank area on main display was confirmed during product evaluation. This condition was caused by lines in the main display. The main display was replaced to correct the reported condition.additional information:the root cause investigation is in progress through mdq-CAPA-(B)(4).